Manufacturer narrative:
Investigation result of sheath broken. A wallflex biliary rx stent delivery system was returned for analysis. The stent was not deployed. Visual evaluation found the outer sheath was broken between the dark blue outer sheath and the clear guidewire access port. The clear outer sheath was curved and inner shaft of the delivery system was kinked. Functional evaluation found that it was not possible to deploy the stent as received, but it was possible to manually deploy the stent. No other issues were noted with the device. The investigation concluded that the condition of the returned device confirmed the reported event of failed to deploy. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx stent was to be used to treat a malignant stricture in the bile duct during a stent placement procedure. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to stent placement. According to the complainant, during the procedure, the stent was unable to deploy. The procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the outer sheath broke at the guidewire access port.